Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. The optic showed no deviations. A manufacturing record review was performed and met specifications. A review of the manufacturer's implant database confirms the patient's initial implant was replaced with a lower diopter lens of the same model. Our investigation suggests this event was not caused by the lens. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received and transferred to the manufacturing site for analysis. The evaluation is still in progress. Prior to release to the market the lens met all manufacturing specifications. In follow-up it was learned the initial implant was replaced with a lower diopter lens of the same model. Halos are a known and labeled possible side effect of all multifocal iol implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Account reported the patient was experiencing secondary images following implantation of a multifocal intraocular lens. The lens was removed and replaced. No patient injury or complications.